Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: unexpected power on reset event observed on (B)(6) 2016, the battery compartment is undamaged, no battery cap returned, test battery cap was able to fit securely.-¿ez-prime¿ steps were performed correctly no power interruption occurred during the investigation, unable to duplicate ¿no power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.